Event description:
It was reported to hp that there was an alarm ringing at the cms bedside, but the alarm was not ringing on the screen at the virdia information center. The patient was tested based on the bedside alarm.